Manufacturer narrative:
(B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that the patient encountered four infusion sets cannula crimped events within 3 hours after insertion. The infusion set was in use for 24 hours. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.